Event description:
The respiratory care (rc) director reported the following: there was a patient death event that occurred in (B)(6) 2012. He does not know the exact date and the file on the incident is not accessible because the hospital is closing. The ventilator was in use on a patient and had been plugged into an incorrect (non-ventilator) ac power outlet. The power cord had backed out of the outlet which may have been the result of the ventilator being moved by nursing. The ventilator switched over to backup battery and began alarming but no one in the hospital responded to the alarming and the ventilator shut down when the battery depleted upon use. Rc decided to have the ventilator evaluated and tested by an outside biomedical engineering company who reported their testing of the ventilator found no problems. The hospital performed a root cause analysis on the event and determined there was no problem with the ventilator and the event was due to user error.

Manufacturer narrative:
Third party evaluation performed; hospital closed.